Event description:
Additional information received reported that the patient has had saline in the pump due to previously reported issues since (B)(6) 2012. The patient has decided they want to go back to drug therapy and wants the pump replaced. The replacement had not yet been scheduled. It was unknown if off label drug was ever used in the pump. The pump contained baclofen prior to being filled with saline, but it was unclear if the baclofen was lioresal or gablofen. The patient experienced a return of spasticity since the pump had been infusing saline. It was noted that the pump would be returned if the patient¿s pump was replaced. It was further reported that the patient was diagnosed with an overinfusing device. It was noted that the patient had a couple of month¿s time where they were ¿feeling like they were getting too much¿. After filling with saline it was confirmed that the pump was overinfusing. Future plans related to the pump were still being decided. The patient was doing ok at the time of the call, and was on oral baclofen.

Event description:
Additional information received corrected that the patient did not had underdose as previously reported but was presented with withdrawal symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump head s2 overinfusion insufficient pump tube occlusion. Dispense and infusion accuracy testing failed and displayed an over infusion pattern. Stop pump testing found that there was leaking past pump head rollers. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that for the pump refills on (B)(6) 2011, the actual and expected volumes were unknown. For the refill on (B)(6) 2011, the expected volume was unknown; the actual volume was 3 ml. On (B)(6) 2012, the expected volume was 5.5 ml; the actual volume was 1 ml. The patient was stable; they planned to monitor the residual volumes on subsequent refills. On (B)(6) 2012, the patient received botox injections in the clinic. On (B)(6) 2012, the expected volume was 5.5 ml; the actual volume was 0.25 ml. The patient was demonstrating symptoms of withdrawal; the patient reported increased spasticity. A 30 mg bolus was given to relieve the withdrawal symptoms. On (B)(6) 2013, the patient was admitted for baclofen overdose. Calibration of the pump was checked with normal saline and the pump was found to be over infusing the saline.

Event description:
It was reported the patient experienced an underdosed. The patient experienced fever and increased baseline spasticity. A therapeutic bolus was given with no response. Per the reporter, the patient had refill scheduled 10 days prior to alarm date. On the last 2 refills, it was noted that the avr (actual residual volume) was .25 and 1 and the evr (estimated residual volume) was 5.5 and 5.5. No alarms were reported and the programming was noted to be correct. Device troubleshooting had been considered. A few days later, it was reported that after 8 hours running saline at 1ml/hr the evr was 17.6 and the avr was 13, the patient appeared to be in withdrawal from running saline instead of drug. The patient symptoms at that time were noted to be altered mental status, hypertensive, possible fever and increased spasticity. It was unclear if the patient experienced an overdose. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
The patient decided not to have the pump replaced. The physician was titrating the patient's intrathecal baclofen dose down, moving toward having preservative-free saline in the pump. It was believed the patient was also being supplemented with oral baclofen.

Event description:
It was further reported that this pump was now explanted.

Manufacturer narrative:
Catheter model # 8709sc, lot # n144941004, implanted on: (B)(6) 2008, explanted: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.